Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(the distributor checkbox should be left blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. They presoaked the endoscope in the detergent solution and wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, the foreign material residue point was confirmed to be free from deformation; however, the root cause of the foreign material remaining in the subject device could not be specified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.